Event description:
Three archers wires were retuned; one was still sealed and unused within the original pouch with catalog and lot number matching the event; the other two were returned unlabeled inside packaging hoops within a plastic bag. The first wire examined was not fully seated within the hoop and there was a kink in the distal, flexible tip region 82 mm from the proximal weld. While the wire was still within the hoop, coating could be seen separating from the wire. The distance from the proximal weld to the first section of missing/partial coating was 30 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 24 mm. The longest uncoated region was 155 mm (small pieces of coating were still present, but not significant). Almost the entire length of the wire has missing coating. Coating was found to be missing or flaking off from multiple segments of the wire. The cause of the coating flaking off is currently unknown.

Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under (B)(4).

Event description:
An archer guidewire was used as accessory products in a patient during the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 24-23 mm in diameter and 34 mm in length. The left common iliac artery was 12-11 mm in diameter and the right common iliac artery was 14-12-14 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 7 mm in diameter. The neck angulation was 18 degree. It was reported that when the physician changed the wires during the procedure it was noted that there were different blank areas on the wire and there was a green color on the cleaning pads. The archer was inserted about 2-3 times during the procedure. It is unknown when the green coating started coming off. It was noticed at the end of the procedure. A kink was also observed after the wire was use in the patient. No clinical sequelae were reported and the patient is fine. No further information is available.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).